Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a healing impairment at the abutment site resulting in the decision to remove the abutment on (B)(6) 2017 under general anesthesia.